Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. At this time, the patient was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that the patient complains of tenderness and occasional pain. Received letter from his surgeon about the recall stating that he needs an MRI.